Event description:
While using a cavitron 300 series g310 they allege that they have no water and handpiece gets hot, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device evaluated. Evaluation results: sak 000 unit received with water flow turned off at hp flow control, ran unit for extended period with fsi-10 insert,water flow set at 35 cc/min at maximum power and found no issues with hp heating as alledged, customer may have clogged/damaged inserts or is using different manufacturer's inserts, unit meets specifications. Qa-rb.